Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the insulin pump was delivering too much insulin. Her blood glucose level was dropping too low for the amount of food she was eating. Customer's blood glucose level was 40 mg/dl. An emergency glucagon shot was required. She experienced a lot of unexplained low blood glucose levels. The customer had a slight stroke and compression fracture. The device was not returned.